Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of this type of arrhythmia, there was calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the patient had conduction disturbances after the pre-bav (balloon aortic valvuloplasty), and the patient had a heart block after the procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible that the event is related to a combination of procedural conditions (pre-bav and implant depth) and patient condition (calcification extending beneath the aortic annular plane in the interventricular septum) contributed to this event. However, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, 27mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimension of the native valve was 74.5mm. During procedure, after pre-implantation balloon-aortic valvuloplasty patient developed an arrhythmia. The valve was deployed successfully with no complications at a depth of 5mm at non-coronary cusp and 3mm at left coronary cusp. After the procedure, patient had a heart block and bradycardia less than 30 bpm. On (B)(6) 2024, patient got a permanent pacemaker. The patient was reported doing well.